Manufacturer narrative:
Date sent: 5/11/2009. Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, the device blade broke off of the device outside of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.